Manufacturer narrative:
An event of valve explant due to aortic stenosis was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that a larger, 25mm, valve was subsequently implanted during a bentall procedure.

Event description:
In 2011, a 21mm trifecta valve was implanted. On (B)(6) 2017, the patient presented with symptoms of aortic stenosis. On (B)(6) 2019, a re-do procedure was performed as a bentall procedure with a 25mm magna ease and 28mm graft conduit. The patient is reported to have been discharged.